Event description:
Allegedly revised due to wear.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no device failure.visually examined. Complaint reviewed and analysis showed no trend.